Manufacturer narrative:
Asku

Event description:
Routine testing done prior to device restock noted the device had a low battery voltage. The device was received in the unopened original shipping package and was sent for further analysis.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device has low battery voltage before the end of shelf life. The device was not implanted. No patient complications have been reported as a result of this event.